Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the root cause of the reported event could not be determined. The review of the lhr (lot f1312001) indicated that the device lot met all established performance criteria prior to shipment.

Event description:
It was reported by the (B)(4) sales professional that a (B)(6) year old female patient underwent an interventional peripheral procedure on (B)(6) 2013. Access was obtained at the common femoral artery via a short 6f terumo sheath. There were 2 sheath exchanges. The first sheath exchange was from a short 6f terumo sheath to a 90cm terumo sheath. The second sheath exchange was from a 90cm terumo sheath to the original short 6f terumo sheath. Peri-procedure, the patient was anti-coagulated with angiomax, plavix and aspirin. The angiomax was continued post procedure per the physician's order. Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that after the device was deployed, hemostasis was achieved and a sand bag was applied to the access site. The patient was transferred to her room and the next day a pseudoaneurysm was noted. The pseudoaneurysm was successfully treated with 1,000 units of bovine thrombin and the patient was discharged to home on (B)(6) 2013 with no clinical sequela noted. No further information is available.